Manufacturer narrative:
The investigation into the reported access site bleeding- major has been completed since the original report was filed. The root cause of the access site bleeding was most likely due to use issue since the per doctor, the hematoma was caused by his stick making the impella take an awkward angle.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed a hematoma. The physician made the decision to remove the impella. A manta closure was used followed by manual pressure. The doctor reported that the hematoma was caused by their stick making the impella have an awkward angle.